Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest sensor glucose of 401 mg/dl after stopping the ilet pump for extended periods and not completing the supply change, resulting in insulin delivery remaining off and an incomplete fill tubing alert; the infusion set was an inset placed on the stomach, and no external insulin was used while the user allowed the ilet to correct once resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tube, specifically failure to complete the fill tubing step. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.